Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that number continued to scroll on display screen. Customer removed battery and put it back in and received a button error alarm. Customer's blood glucose was 90 mg/dl. Customer reported that insulin pump may have been exposed to some moisture. After troubleshooting, customer was advised that insulin pump would need to be replaced.